Event description:
It was reported that during npwt utilizing a renasys touch, it was unable to charge the battery by connecting to the main power. The customer decided that npwt is not suitable for this wound, so treatment was discontinued.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states the device was sent to our technical centre so a technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint was confirmed due to a damaged power supply cable. As a result, the power supply was replaced and a performance and safety check was conducted and no anomalies or problems were found, the pump passed all functional tests and was confirmed working within specifications, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.